Manufacturer narrative:
The suspect mvs power board worked without any issues. Per event details already reported hospital staff replaced fuses.

Manufacturer narrative:
The sex of the user, who was impacted by the reported event, was inadvertently omitted from the original report, but is now provided.

Manufacturer narrative:
Correction: it was discovered on 27-jan-2016, that an incorrect date was referenced in a previous supplemental 3500a submission. The reported date of 16-aug-2016 was reported incorrectly and should be 16-aug-2015. Statement in previous supplemental 3500a submission should read: ¿on 30-jun-2015, it was noticed that a coding error in MDR submissions from our facility resulted in the maude database incorrectly coding the devices related to our MDR submissions from 25-may-2015 to 16-aug-2015. The decision to wait until the database was corrected was made after consultation with the FDA as advised by a consumer safety officer with the information analysis branch, division of post market surveillance, office of surveillance and biometrics. An it solution was implemented on 16-aug-2015. This MDR was submitted to correct the coding error. There is no new information to change the patient information, event description and/or manufacturer narrative that was previously reported.¿

Manufacturer narrative:
The person affected was site staff personnel. This event does not involve the patient awaiting surgery. On 04/30/2015 return requested. Replacement mvs 230v-10a fuses board shipped to site. Suspect mvs 230v-10a fuses board returned to manufacturer for analysis on 05/12/2015. On 04/30/2015 return requested. Replacement 250v fuse shipped to site. Suspect fuses discarded and will not be returned. On 04/30/2015 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. On 05/04/2015 a medtronic representative, following-up at the site, reported that the f11 and f12 fuses were the ones that were replaced. Noted that the mobile viewing system (mvs) board was also replaced by medtronic personnel, as a precaution. On 05/08/2015 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. On 05/11/2015 a medtronic representative, following-up at the site, reported the shock received by the site staff member was only a mild electric shock from the mains power supply. The user was untrained and attempted to change the fuse herself, thus no safety precautions were taken. On 05/12/2015 a medtronic representative performed an imaging system check-out, all areas passed. System performed as intended. On 05/13/2015 per a medtronic sr reliability engineer, following-up at the site, reported a review of this issue and looking at an mvs cart.

Event description:
A medtronic representative reported that, in preparation for a spine procedure, the imaging system fuses were blown while being replaced. This occurred prior to the start of the surgery. A site staff member received a shock when attempting to replace the fuses without following proper safety precautions. No further details regarding this occurrence were provided. There was no surgery patient present when this issue was identified.